Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sphere 9 catheter was used during a cardiac ablation procedure. Radiofrequency lesions were being delivered on the cavotricuspid isthmus (cti) line, and ventricular fibrillation was induced during the third of 17 radiofrequency lesions while ablation was occurring on the ventricular side of the tricuspid annulus. High-frequency noise was noted on the electrograms during the radiofrequency lesion associated with the ventricular fibrillation, and a cardiovascular implantable electronic device interaction was reported involving an implantable cardioverter defibrillator that had been reprogrammed prior to ablation with therapies off. An external defibrillator shock of 200 joules was delivered, after which the rhythm converted to sinus rhythm with one shock. No further patient complications have been reported as a result of this event.